Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Cardiac perforation was reported. The patient underwent open heart surgery to have the lead removed. A new lead was not placed.